Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 54 md/dl on (B)(6) 2018. The customer's blood glucose at the time of the call was 296 mg/dl. The customer did not provide information on symptoms or treatment. The customer stated that they had just begun use of the product and wanted to start using the suspend on low feature. The customer was provided guidance on activating the suspend on low feature for manual mode. The customer did not state if they were using automode or manual mode at the time of the call. The insulin pump will not be returned for analysis.